Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. There was no impact to the customer¿s blood glucose.